Event description:
The patient had what appeared to be a cardiac arrest. Patient was bleeding profusely from the right subclavicular neck area. Staff applied pressure on it. Patient was unresponsive. Pulse was very thready. CPR efforts were begun shortly thereafter and closer examination revealed the dual lumen catheter to be broken off and still sutured in place at the base. The physician cut the suture and removed the remaining parts of the catheter and was able to obtain hemostasis. Patient intubated, medicated, shocked, paced, all without benefit and was pronounced as expired.